Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n289490014); product type: 0184-catheter; implant date (B)(6) 2012; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing bupivacaine (13 mg/ml at 4.035 mg/day) and dilaudid (24 mg/ml at 7.449 mg/day) via an implantable pump. It was reported that the patient had a pump replacement on (B)(6) 2025 for normal end of service and the healthcare provider (hcp) was unable to aspirate from catheter at that time. No external factors were involved. They had elected to perform a pre-implant prime and attach the pump to the existing catheter. The hcp informed of and approved all pump updates at the time of surgery; no other diagnostics/troubleshooting were performed. However, today the hcp determined the need for a catheter revision/replacement as the patient was reporting a lack of relief. Surgery occurred and the hcp removed the old catheter and replaced it with a 8780. It was unknown if the issue had been resolved.

Manufacturer narrative:
H3. Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the cause of unable to aspirate was unknown. The catheter was replaced and the new catheter aspirated during the surgery.